Manufacturer narrative:
The defective component for the subject event was not made available, therefore no investigation was performed. Component unavailable.

Event description:
It was reported that during a device maintenance the patient reference pin was non-functional.

Manufacturer narrative:
Upon review of the complaint file it was identified that medwatch report 3009185973-2017-00791 is a duplicate of 3009185973-2017-00297. Therefore 3009185973-2017-00791 should be voided.